Event description:
A patient had used another manufacturer's catheter until the age of two, (B)(6) infection had occurred via subcutaneous tunnel when the patient had the catheter. On the (B)(6) 2013, the device was inserted from the right internal jugular vein and the catheter tip placed in the superior vena cava to be used for administration of high-calorie infusion. Subcutaneous tunnel was created as well. On (B)(6) 2013, a symptom such as callosity in the implanted area on the skin was confirmed. Therefore, the device was removed from the patient on (B)(6) 2013, (1820334-2013-00479). On (B)(6) 2013, another device was placed with removing a cuff since infection disease with the first device was suspected to be related to the cuff. Approaching point was the left internal jugular vein this time due to a treatment of the infection with the previous device and avoiding recurrence of the same infection. However, the same symptom occurred on (B)(6) 2013. The device was removed from the patient on unknown date (1820334-2013-00494) and another manufacturer's catheter which did not need creation of subcutaneous tunnel was placed instead since infection via subcutaneous tunnel seemed to be highly possible. There have been no adverse effects to the patient and the patient recovered.

Manufacturer narrative:
Allergic reaction is labeled in the IFU. Event evaluation: still under investigation.